Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the patient¿s pump was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the serial number of the 8840 physician programmer was unknown, and they wouldn¿t be able to obtain the information. The patient¿s weight was unknown as they would not be able to access that information. The patient had the pump removed and replaced. The facility discarded the pump, so it would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical product references the main component of the device system; the other relevant components include: product ID: (B)(4), lot#, serial#: unknown, implanted, explanted, product type: programmer/physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. The pump contained dilaudid with an unknown concentration at a dose of 3 mg/day. It was reported an alarm was heard and confirmed by telemetry. The representative stated the patient was supposed to have their pump replaced on (B)(6) 2017, but it was postponed due to a health risk not related to the patient¿s pump/therapy per the representative/patient. Over the weekend, end of service (eos) occurred with the patient¿s pump. The hcp would supplement the patient with another form of medication per the representative. The representative was instructed to silence the pump alarm the day of the call (B)(6) 2017, but reported a pump memory error occurred while telemetering the pump. No patient symptoms/complications were reported.